Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an air/water or aspiration problem. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water removal failed due to nozzle clogging, the angle was insufficient, the bending section rubber glue was worn, the insertion tube had a wrinkle, the light guide tube had a wrinkle or was cut or discolored, the switches were damaged, the protector was damaged, the image had a flare due to the light guide adhesive being worn, and the image had a flare due to the objective lens adhesive being worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.